Manufacturer narrative:
Investigation conclusion: the investigation found that an in-house guidewire was unable to be advanced into the lumen of the returned headway microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed braid protruding into the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the guidewire advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and is being addressed per the quality process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the concerned microcatheter was being used in an mma embolization procedure. Reportedly, while prepping the microcatheter, a 0.014 wire attempted to inserted into the microcatheter but the wire would not advance through the hub of the microcatheter. The physician decided to use a new microcatheter of the same model, which performed as designed successfully. There was no report of injury to the patient. The investigation of the returned device found exposed coil protruding into the lumen at the hub transition.